Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/03/2013 with the following findings: a review of the pump¿s history showed a no cartridge detected warning recorded on (B)(6) 2013. During testing, the pump powered on normally. The pump was able to successfully perform the rewind function; however, the piston was unable to detect the cartridge during the load step. The force sensor was found to be out of calibration. The pump cover was removed and the force sensor was found to be contaminated and the force sensor resistance was out of specifications. Unrelated to the complaint, evaluation revealed a cracked battery compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a load step malfunction. The pump did not recognize the full cartridge; additionally, the pump dispensed insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.